Event description:
Subsequent to the initial report, additional information was received. The lesion that was treated was the left brachiobasilic arteriovenous fistula. The device was inflated twice at 17 atmospheres (atm), and the balloon ruptured at 17 atm. The armada 35 balloon catheter did not meet any resistance during advancement. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - above rated burst pressure. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The instructions for use states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. The investigation determined the reported balloon rupture appears to be related to the user error as the balloon was inflated above rbp. In this case, the physician pressurized the balloon above the rated bust pressure of 17 atmospheres twice, which resulted in the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. An 8.0 x 80 mm armada 35 balloon catheter was used; however, the balloon ruptured during procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.